Event description:
It was reported that before use, customer noticed 786624 did not have a stent in the box. Box had 2 guide wires instead of a stent and a guide wire. Stent box had 2 guide wires and no stent, customer could not use.

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), guidewire inlay stent. Visual inspection of the one-photo sample noted two stent packets and one opened stent packaging box unable to confirm the stent misassemble due to only photos provided for investigation; therefore, the reported event is inconclusive. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, customer noticed 786624 did not have a stent in the box. Box had 2 guide wires instead of a stent and a guide wire. Stent box had 2 guide wires and no stent, customer could not use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.